Manufacturer narrative:
Section d-9: device available for evaluation: no. Section d-9: device date returned to manufacturer: not returned section h-3: device evaluated by manufacturer: no device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated. The picture shows a lens claim to be a tecnis odyssey with simplicity delivery system. It can be observed from the photo that the lens is cut. No other issues were observed. The complaint issues were not identified during photo evaluation. The other observed issues during the photo evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a medical history significant for hyperlipidemia, a hypogestive glandular disorder, and prior lasik surgery performed in 2010. On (B)(6) 2020, the patient underwent implantation of a drn 22.5 intraocular lens (iol) in the right eye (od), with a barrett true-k target refraction of -0.2 diopters. At a postoperative follow-up on (B)(6) 2020, the patient had a circle measurement of 0.6 and a manifest refraction spherical equivalent of -1.0 diopters, achieving a corrected visual acuity of 1.0. The patient reported a myopic shift and dissatisfaction with visual acuity, which had been expected to be approximately 0.9¿1.0 with a refraction of plano to -0.25 diopters. On (B)(6) 2020, an iol exchange procedure was performed, during which the drn 22.5 lens was explanted and replaced with a drn 21.0 lens. Postoperatively, the patient¿s vision was monitored, and blurred vision was noted during examination. Additional information indicated the presence of dry eye and a possible error in the preoperative examination. At a follow-up visit after the iol exchange, the patient¿s visual acuity was reported as 0.7 with a manifest refraction of +0.5 diopters. No further information is available.